Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3325895. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid our investigation. Visual analysis of the extension tubing identified fracture in the extension tubing and a partial indentation with a pinched or compressed appearance surrounding the fracture. Further analysis of the pinch clamp found the device to be in proper alignment and without surface defects such as burrs or sharp angles. Based on these observation of the partial indentation, our engineers determined it to be consistent with a skew application of the pinch clamp. The root cause is most likely a misalignment during application of the pinch clamp.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm tubing was defective / damaged. On (B)(6) 2024, the child was instilled with a puncture needle, and the infusion was normal. When she came to the hospital for another infusion at 6.25 the next day, the nurse opened the sealing clamp for infusion and found that the liquid was leaking out of the clamp clamp, and observed that the extension tube at the clamp was ruptured, so she removed the indwelling needle and re-punctured to comfort the patient's family.